Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the cut surface displays metallic wire embedded within the lumen') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma nos and paratubal cyst. Concurrent conditions included irritable bowel syndrome. Concomitant products included lubiprostone (amitiza) since 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced back pain ("pain lower back"), dysmenorrhoea ("dysmenorrhea (cramping),"), constipation ("severe constipation"), sciatica ("severe sciatic pain/pain, back sciatic") and neuralgia ("leg and arm nerve pain / leg pain"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"). In 2017, the patient experienced fatigue ("fatigue,"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and vaginal infection ("vaginal infection") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy, bilateral coronectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the embedded device, pelvic pain, back pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, fatigue, constipation, sciatica, neuralgia, abdominal pain, vaginal infection, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, constipation, dysmenorrhoea, embedded device, fatigue, heavy menstrual bleeding, hormone level abnormal, neuralgia, pelvic pain, sciatica, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: total bilateral occlusion hcp: he told me it was all okay. The results were good. Bilateral occlusion. Pathology test (B)(6) 2021: gross description: label: right fallopian tube: appearance: fimbriated fallopian tube segment. The serosa is purple-tan, smooth and glistening. The cut surface displays metallic wire embedded within the lumen, grossly consistent with a sterilization device. Label: left fallopian tube: appearance: fimbriated fallopian tube segment. The serosa is purple-tan smooth and glistening with multiple smooth walled serous fluid containing paratubal cysts up to 0.7 cm in greatest dimension. The cut surface displays a metallic wire embedded within the lumen, grossly consistent with a sterilization device.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient medical history, product removal details added. Event: the cut surface displays metallic wire embedded within the lumen added. Case become serious incident. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the cut surface displays metallic wire embedded within the lumen') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma nos and paratubal cyst. Concurrent conditions included irritable bowel syndrome. Concomitant products included lubiprostone (amitiza) since 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced back pain ("pain lower back"), dysmenorrhoea ("dysmenorrhea (cramping),"), constipation ("severe constipation"), sciatica ("severe sciatic pain/pain, back sciatic") and neuralgia ("leg and arm nerve pain / leg pain"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"). In 2017, the patient experienced fatigue ("fatigue,"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and vaginal infection ("vaginal infection") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy, bilateral cornuectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the embedded device, pelvic pain, back pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, fatigue, constipation, sciatica, neuralgia, abdominal pain, vaginal infection, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, constipation, dysmenorrhoea, embedded device, fatigue, heavy menstrual bleeding, hormone level abnormal, neuralgia, pelvic pain, sciatica, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion hcp: he told me it was all okay. The results were good. Bilateral occlusion. Pathology test - on (B)(6) 2021: gross description: a. Label: right fallopian tube: appearance: fimbriated fallopian tube segment. The serosa is purple-tan, smooth and glistening. The cut surface displays metallic wire embedded within the lumen, grossly consistent with a sterilization device. A. Label: left fallopian tube: appearance: fimbriated fallopian tube segment. The serosa is purple-tan smooth and glistening with multiple smooth walled serous fluid containing paratubal cysts up to 0.7 cm in greatest dimension. The cut surface displays a metallic wire embedded within the lumen, grossly consistent with a sterilization device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('the cut surface displays metallic wire embedded within the lumen'). In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: leiomyoma nos and paratubal cyst. Concurrent conditions included: irritable bowel syndrome. Concomitant products included: lubiprostone (amitiza) since 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced back pain ("pain lower back"), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("severe constipation"), sciatica ("severe sciatic pain/pain, back sciatic") and neuralgia ("leg and arm nerve pain/leg pain"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and vaginal infection ("vaginal infection"). And was found to have hormone level abnormal ("hormonal changes"). And weight increased ("weight gain"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy, bilateral coronectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the embedded device, pelvic pain, back pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, fatigue, constipation, sciatica, neuralgia, abdominal pain, vaginal infection, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, constipation, dysmenorrhoea, embedded device, fatigue, heavy menstrual bleeding, hormone level abnormal, neuralgia, pelvic pain, sciatica, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007, total bilateral occlusion. Hcp: he told me it was all okay. The results were good bilateral occlusion.; pathology test: on (B)(6) 2021, gross description: a. Label: right fallopian tube appearance: fimbriated fallopian tube segment. The serosa is purple-tan, smooth and glistening. The cut surface displays metallic wire embedded within the lumen. Grossly consistent with a sterilization device. A. Label: left fallopian tube appearance: fimbriated fallopian tube segment. The serosa is purple-tan smooth and glistening with multiple smooth walled serous fluid containing paratubal cysts up to 0.7 cm in greatest dimension. The cut surface displays a metallic wire embedded within the lumen. Grossly consistent with a sterilization device. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-nov-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the cut surface displays metallic wire embedded within the lumen') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma nos and paratubal cyst. Concurrent conditions included irritable bowel syndrome. Concomitant products included lubiprostone (amitiza) since 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced back pain ("pain lower back"), dysmenorrhoea ("dysmenorrhea (cramping),"), constipation ("severe constipation"), sciatica ("severe sciatic pain/pain, back sciatic") and neuralgia ("leg and arm nerve pain / leg pain"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"). In 2017, the patient experienced fatigue ("fatigue,"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and vaginal infection ("vaginal infection") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy, bilateral cornuectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the embedded device, pelvic pain, back pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, fatigue, constipation, sciatica, neuralgia, abdominal pain, vaginal infection, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, constipation, dysmenorrhoea, embedded device, fatigue, heavy menstrual bleeding, hormone level abnormal, neuralgia, pelvic pain, sciatica, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007: total bilateral occlusion. Hcp: he told me it was all okay. The results were good. Bilateral occlusion. Pathology test: on (B)(6) 2021: gross description: a. Label: right fallopian tube: appearance: fimbriated fallopian tube segment. The serosa is purple-tan, smooth and glistening. The cut surface displays metallic wire embedded within the lumen, grossly consistent with a sterilization device. A. Label: left fallopian tube: appearance: fimbriated fallopian tube segment. The serosa is purple-tan smooth and glistening with multiple smooth walled serous fluid containing paratubal cysts up to 0.7 cm in greatest dimension. The cut surface displays a metallic wire embedded within the lumen, grossly consistent with a sterilization device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.